Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged pneumonia and had to be treated in hospital. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 04/19/2023 for further evaluation. The device was evaluated on 11/22/2023. There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. During investigation, observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector. Unknown contaminate was observed inside the top and bottom enclosures, inside the ui and rear panels. Liquid ingress with mineral deposits were observed on the blower, blower box, p4 power connector. A contaminate consistent with keratin was observed on the blower box. No evidence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Did observe dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.